Event description:
Customer states that he obtained a reading in the 300s-range mg/dl and injected 10 units of insulin (type not provided). Customer then called the paramedics because his readings were high. Paramedics arrived and tested the customer on their meter and obtained "a lower reading" (reading not provided). Customer was given sugary foods to eat and transported to the hospital. Customer then obtained the following readings, compared to the paramedics' meter, within 10 minutes: at 1. 342 mg/dl (aviva) and 168 mg/dl (paramedics' meter). At 2. 338 mg/dl (aviva) and 142 mg/dl (paramedics' meter). Customer did not have any symptoms with any of the readings. No delay in treatment nor adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.